Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h11k04049 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. Visual inspection, leak testing, clear passage testing and clamp function test performed with no issues noted. Therefore, the reported issue could not be confirmed and the cause was not identified. Should additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that the spiral interface connector (the female connector) of the minicap transfer set could not be tightened properly to the patient line connector before it was used. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.